Event description:
Per complaint (B)(4), during the clinical procedure, implants could not achieve primary stability. They were replaced with a wider implant, but the implant used became stuck within the placement instrument. The implant was extracted as a result.